Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she cannot see at night, has bad halos, and is very upset with postoperative result. The consumer was prescribed glasses and was referred to a retinal specialist who recommended she seek a second opinion from another surgeon. The surgeon did not see anything wrong with the iol but that it was not the best choice for her and plans to do an explant. Additional information has been requested.